Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (sn (B)(6)) has been requested and we are awaiting the results. A request for additional procedure related information, including availability of the associated disposables for evaluation, has been made to the customer and we are awaiting their response. Once the investigation is completed, a follow-up report will be submitted. Note: the manufacture date for this device september 30, 2015 which was prior to the UDI implementation date of (B)(6) 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care received a report of an alleged air injection during use of a medrad® stellant CT injection system (sn (B)(6)). A 57-year-old female patient was undergoing a cardiac CT examination to evaluate triple-vessel lesions. Approximately 3.03 cc of air was reportedly visualized on the CT images at the level of the pulmonary artery. The patient remained asymptomatic during the procedure; however, she reportedly received hyperbaric treatment and was hospitalized overnight for monitoring. The patient was discharged the following day, and no additional issues were reported.